Event description:
It was reported that shaft broke. A 3.00 x 20mm agent drug-coated balloon (dcb) was selected for use. During procedure, shaft broke.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but it was unable to be obtained.